Event description:
It was reported that the pt experienced a shocking/jolting sensation. It started approx 2 mos ago after she had lifted and moved things. She had fallen and bumped the ipg and her head numerous times, due to the shocking sensation. Her ipg was reprogrammed without change. It was turned off. She had a return of symptoms. She was at home in fair condition. Further info is being requested from the hcp.